Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer experienced high blood glucose (bg) levels (414 mg/dl) and a correction bolus was delivered to address the high bg level. The contact thought that the customer may have been miscalculating the carbohydrates. There was no reported device issue.